Event description:
The pt experienced withdrawal symptoms that felt "like morning sickness." She was in and out of the hospital from (B)(6) to (B)(6) 2009. When she went to have her morphine increased, the nurse heard an alarm; they discovered the medication was depleted. The pt had a pump replacement in (B)(6) 2009. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)